Manufacturer narrative:
Spatz fgia inc. Has not received the actual product for evaluation and images provided were not enough to determine the root cause. A review of the device labelling notes the following: it is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adjustable balloon system include balloon deflation and subsequent replacement. Endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
Detachment/displacement of the balloon filling component; leakage occurred through the infusion port, making it necessary to remove and replace the balloon.